Event description:
Customer reported leaking fluid when the split septum popped out of port while accessing port with blunt cannula. This occurred in the cvc cpu unit. The cath lab nurse accessed the split septum with an IV needle to administer a medication. The nurse left the needle in the split septum and walked away from the patient. The patient called for the nurse because their arm was wet. The nurse noticed the split septum popped out of the port and was lying on the bed with the needle still stuck in it. There was blood leaking out of the end of the connector where the split septum was missing. There was no patient harm or medical intervention required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The customer stated the set was not saved and is not available for failure investigation.